Manufacturer narrative:
The monitor was returned or analysis. Analysis found that there was a deep scratch across the display, but otherwise was functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed monitor failure (can not view half monitor). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for tumorectomy. The rep indicated that the bottom half of the surgeon monitor screen turned blank and displayed nothing. The issue was resolved by rebooting the system. The was no reported delay in procedure or change in patient outcome as a result of this issue as the issue occurred during inspection. The monitor was replaced.